Event description:
The pt received two cypher select stents in 2005. In 2008, the pt presented with inferior myocardial infarction (mi). Once diagnostic angiogram pictures were taken, it was discovered that stent thrombosis appeared due to two separate stent fractures. In one of the stents, the fracture length was about 4mm in length. Essentially the stent had split in two.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.